Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment per report, patient factors (tortuous aorta) and procedural factors (tension built up in the delivery system) contributed to malposition of the valve with subsequent paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral procedure with a 26mm sapien xt valve, the valve was deployed too aortic (90:10 aortic/ventricular) resulting in severe paravalvular leak (pvl). A decision was made to place a second valve to correct both aortic malposition and severe pvl. As reported, the patient had an extremely tortuous aorta but the physician was able to flex the first system around the curves over an extra- stiff wire and eventually into the native annulus. The tortuosity created a length issue with the system which caused them to deploy slightly higher but still thought to be within the annulus. On deployment the system moved even more aortic and a severe aortic insufficiency (ai) was evident (pvl). A new system was prepped with a second valve and delivered over a stiffer wire which straightened out the tortuosity enough to easily cross the valve with no restrictions. The second valve was positioned 50:50 and landed 50:50 successfully with no leak. The patient was in stable condition and was transferred for post management care. Of note, the patient was discharged home. Per report, the excessive tortuosity of the aorta caused a length issue of the delivery system within the annulus and a decision to deploy a little higher within the annulus. The tension built up in the system caused the valve to move even more aortic on deployment. The native annulus measured at 22mm x 27mm with an area of 510mm2 by CT. The native aortic annulus was moderately calcified, the native leaflets were severely (bulky) calcified and mild calcification was noted on the aortic root. The patient mild mitral annular calcification (mac). The image intensifier angle was good; however the coaxial of the delivery system was noted to be fair. Ventilation was not held during valve deployment and there was no loss of pacing capture during valve deployment.